Manufacturer narrative:
(B)(4). Rlt311417/ 12350124 UDI# (B)(4).. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. The date of event will be used as (B)(6) 2016 - the date of the aneurysm enlargement.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 65mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. It was reported that on (B)(6) 2017, a type ii endoleak of the abdominal aortic aneurysm was determined. From (B)(6) 2014 till (B)(6) 2015, the maximum diameter of aortic aneurysm/lesion decreased in size from 64 to 62mm. From (B)(6) 2016 till (B)(6) 2017, the maximum diameter of aortic aneurysm/lesion increased in size from 63 to 75mm. On (B)(6) 2018, the patient underwent embolization procedure of the inferior mesenteric artery. No further adverse events have been reported.